Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320 was confirmed during product evaluation. The root cause of the reported problem was determined to be key pressed for greater than fifty seconds. At this time, no repairs have been made at this time. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "failure code 500:320."

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 500:320; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.